Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets tubing kinked events on (B)(6) 2025. The infusion set was in use forless than 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-00136. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005723, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005723 was manufactured according to the work instruction (wi) version 17 and packaging in the multivac 10 on 20/feb/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing: lot 4a06354 was manufactured according to the wi version 59, gluing of tubing on machines sc05 & sc06, on 29/jan/2024, with a total of (B)(4) units. Lot 3l02158 was manufactured according to the wi version 57, gluing of tubing on machines sc05 & sc06, on 20/nov/2023, with a total of (B)(4) units. Lot 4b03411 was manufactured according to the wi version 60, gluing of tubing on machines sc05 & sc06, on 17/feb/2024, with a total of (B)(4) units. Lot 4b00300 was manufactured according to the wi version 60, gluing of tubing on machines sc05 & sc06, on 22/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.